Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead experienced syncope. Technical services (ts) reviewed and pacing impedance measurements out of range on the rv lead were found, as well as noise oversensing. Pacemaker mediated tachycardia (pmt) episodes were stored for an atrial driven rhythm as well. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.